Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date, no further details have been received. The service history record was reviewed, and no repair information was found.

Event description:
The customer reported that the touchscreen would not calibrate. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and states touchscreen does not calibrate, no impact damage, display is clean. Product support advised the customer to replace the touchscreen to correct, provided part and price, no other concerns for customer. Customer declined offer to follow up on repair status. Customer is taking responsibility to correct/repair device. The customer has been notified to contact philips if this does not address their device issue. Patient information and repair information were requested from the customer, but no response has been received. Based on information provided and/or service performed, the customer¿s alleged malfunction was confirmed, or failed to meet specifications.